Event description:
It was reported the device would not turn on. It was also reported that two different new battery batches were used and the device would not power on. The device was returned for repair. There was no patient involvement.

Event description:
It was reported that during testing, the epg (external pulse generator) would not turn on. A different battery was used, with the same result. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken and contaminated, the ring cover and two side bail covers were contaminated, the ring bail was bent, the display was out of specification with segments missing, the battery drawer, battery release, lead flex cover and battery drawer o-ring were contaminated and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.